Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer continued using the pump for insulin therapy.